Event description:
Five days after filter implant pt suffered a myocardial infarct (mi) and cardiac arrest. Pt was having a filter implanted in the inferior vena cava (ivc). Pt was prepped in usual manner and access was done through the right groin. Pt was heparinized. The (ivc) measured from 26mm to 28mm in width. The filter was placed infrarenal without any difficulties reported. The pt was never discharged from the hosp because pt developed pneumonia. On the 5th day, after index procedure, pt had a mi and coded. Resuscitation was performed however pt expired. Post index procedure chest x-ray films were done daily. The last chest x-ray performed showed the filter had migrated to the pulmonary artery. This product will not be return for evaluation and testing.